Event description:
It was reported that an alert for eri was received via merlin.net transmission. Eri was confirmed in clinic. Premature battery depletion suspected. The device was explanted and replaced. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.